Event description:
On (B)(6) 2011, an aus was implanted. It was reported on (B)(6) 2011, the pump component was removed due to the patient complaint of pain in the right testicle. The physician performed a microsurgical denervation of the right spermatic cord. A new pump was implanted in the left hemiscrotum.

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.